Event description:
It was reported that during an unknown procedure it could not start up. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: n/a. Investigation summary: per service manual operational and diagnostic analysis confirmed the restart generator error. The generator pcb assembly and cable assembly, power entry module to chassis ground were replaced as identified in the investigation to address the error message. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.